Event description:
It was reported by the customer that their insulin pump display screen was blank. The customer was asked if the insulin pump experienced any physical damage and they said they were not sure. The insulin pump was not exposed to moisture. Troubleshooting was conducted. No further information was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.